Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Through follow-ups, customer stated there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain resolution of the unit; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.